Manufacturer narrative:
(B)(4). As per the biomedical engineer, multiple attempts with different oxygen (o2) sensors were made and the epgs could not be calibrated. A mechanical flow meter was in use and it did not match the central control monitor (ccm). The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during preventative maintenance (pm) of the device, the electronic patient gas system (epgs) would not calibrate. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system 1 simulator and central control monitor (ccm), attached oxygen (o2) and air at 50 psi, entered a perfusion screen on the ccm. After the 15-minute warmup period, calibration of the epgs was initiated and failed. The pst removed the cover of the epgs, checked connections and found the connection between the o2 sensor and its connector was not tight. He reseated the connector into the o2 sensor, initiated calibration and calibration passed. The pst calibrated the epgs five more times with no failure. The measurement of the direct current (dc) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.94 volts, within the specification of .55-2.758 volts. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.